Manufacturer narrative:
The reason for this revision surgery was to remedy a loose tibial base plate after 4 years, 7 months, 27 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 20 prior complaints reported against this part; with 4 of the prior complaints having the same failure mode of device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the tibial baseplate becoming loose over time.